Manufacturer narrative:
No product was returned for evaluation. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the clinical diabetes specialist (cds) and the user reported that on (B)(6) 2025, the user experienced a low blood glucose (bg) of 40mg/dl confirmed at the emergency department by fingerstick. The user presented with hypoglycemia and received intravenous glucagon, followed by a second dose when bg dropped again. The user was admitted due to unrelated pulmonary findings and discharged on (B)(6) 2025. The device cgm logs did not capture a low bg event. The user had performed a factory reset prior to the event and required assistance with infusion set changes. The user has been advised to withhold use of the device until further education is completed.